Event description:
The reporter indicated the surgeon implanted a vicm 13.2mm implantable collamer lens in the patient's left eye on (B)(6) 2014. The patient experienced a refractive surprise. The lens remains implanted. On the patient's last doctor visit ucva: 20/50.

Manufacturer narrative:
Pt weight: unk. (B)(4). The lens remains implanted.